Event description:
The lay user/pt contacted lifescan alleging that she received assistance from a hlth care proffessional because her one touch ultra powered off during use and the meter would not turn on with a test strip after reseating the battery. The pt's last test was obtained in 2006 (2pm), which was "136 mg/dl" at an unspecified date/time, the pt was unable to obtain meter readings before, during, or after feeling sweaty and shaking. She stated that she did not take any actions after attempting to use the meter. In 2006 (time unk), a hlth care professional treated the pt with diabetes oral medications. The pt also reported a "126 mg/dl" on an unk device but no further details were provided. The customer care advocate (cca) verified the following: the meter was not out of the box, the battery has been replaced according to the manual, the battery contacts were in good condition, the meter was not downloaded prior to testing, and there was no meter trauma. The cca walked and customer through troubleshooting and was able to turn the meter with the power button, however, the meter would not turn on with test strips insertion. It would be helpful to obtain the following: when the power issues started, the pt's testing frequency, when the pt developed symptoms, if the pt made any adjustments to her diabetes management due to the power issues, and when the pt obtained the "126 mg/dl" reading. Based on the provided info, this complaint is being reported because the pt was unable to test during the time of concern and was having symptoms that could suggest an abnormal blood glucose level. The pt eventually was treated with oral medications from a hlth care professional. Also, the power issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced.